Event description:
It was reported that an internal device fracture occurred, requiring additional intervention. A coyote? Es was selected for use. During the procedure, the balloon was inflated twice to dilated the target lesion. When the device was removed, a piece of the shaft and guidewire approximately 20 cm in length broke off along with the balloon. The entire device fragment was retrieved using a snare, contributing to a prolonged procedure. There were no patient complications as a result of this event.